Event description:
It was reported that the patient underwent a revision procedure of his artificial urinary sphincter (aus) due to balloon leakage. All components were explanted and replaced. No further information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.